Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and barbed suture was used. It was reported that the primary package of the suture was found damaged prior to use. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/12/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received one unopened sample that pertains to product code sxpp1a403. During visual inspection of the returned sample, the bottom of the foil was torn and a hole could be observed. The hole appears to be caused outside in by an unknown object affecting the integrity of the sterility. Due to the damages found on the device, the compliant is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. It should be noted that a 100% inspection is performed to ensure that no issues related to packaging was identified. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.